Event description:
The customer reported having difficulties with the priming process and insulin was squirting out. The customer stated that she attempted to rewind three times, and on the third time the insulin pump alarmed an error. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.